Event description:
It was reported that catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of a 100% stenosed, moderately tortuous, and moderately calcified target lesion. During the procedure, an unknown 1.5 mm balloon was used to pre dilate the lesion, and an unknown buddy wire was used to support crossing. The catheter was delivered but became wrapped around the guidewires during pullback. Everything had to be removed and pulled out from the patient. An alternative method was used to complete the procedure. No complications were reported and the patient is fully recovered.